Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis exists. However, there is no reported allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pdrn reported the peritonitis infection was related to a breach in aseptic technique. Peritonitis is a well-known potential complication in patients on pd therapy.

Event description:
A peritoneal dialysis (pd) patient contacted customer support and reported experiencing a patient line is blocked soft alarm during drain 1 of 4 of their peritoneal dialysis treatment. During the call the patient mentioned they had peritonitis and they were adding heparin to their pd solution bag. The patient was assisted to bypass into fill 2 and continued the treatment with the cycler. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) nurse, it was confirmed the patient had peritonitis. The date of diagnosis and pd culture data is unknown. The pdrn revealed the patient was treated with an antibiotic. Additionally, the pdrn stated the peritonitis event was in no way related to the liberty select cycler/liberty cycler set or any other fresenius product. The pdrn attributed the peritonitis to a breach in aseptic technique. Reportedly, the patient completely recovered from the peritonitis event and continues pd therapy with the same cycler without further issues.